Event description:
Manufacturer representative (rep) reported the appointment was canceled and a lead revision surgery was scheduled for monday 12/21. Reprogramming did not help. The cause of the battery moving, pain at the lead site and loss of therapy was not determined.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt like that the battery had moved and now had pain in the area of the lead anchor site and loss of efficacy of therapy. The patient woke up to the issue 4 days ago. The manufacturer's representative (rep) ran an impedance check and all were within in range. The rep adjusted dtm programming up the lead and reset perception thresholds. A new image is planned for the leads. It was unknown if the issue was resolved.